Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) even was identified. This event occurred during the therapy initiated on (B)(6) 2008 at 13:53:57. During night drain cycle three, the patient's ultrafiltration reading was 356ml, indicating the patient drained 356ml more than their maximum programmed fill volume of 500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the iipv event. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.